Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606100 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material deformation and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The weight of the (B)(6) patient was not provided.